Event description:
It was reported that the device was used during a laparoscopic sleeve gastrectomy. The 1st device was fired as intended. Device was fired with a black reload on the second firing and it made a funny noise. The surgeon refused to use the device for the 3rd firing. The 2nd device fired on the patient side, only one of the three staples lines formed. The outside row was missing all the staples. The surgeon opened another device, manipulated the tissue and fired. The case was completed with the third device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach both devices. At what location on the tissue? Fundus both devices. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Second, 1st. During which stroke did the event occur? All strokes completed on both devices. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Yes. If so, which product? Seam guard. Was the instrument fired across or near an existing staple line or clip? Yes near. Were any unexpected noises heard? Yes 1st device. If so, when? Grinding on 2nd firing. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? No. How long has the surgeon been using this device for this procedure (in years)? Since release. Was there a recent conversion to ees devices in this account or with this surgeon? No. The analysis found that device (a) was returned in good visual condition and with one ecr60t cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No abnormal noise was noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device (b) was returned in good visual condition and with an ecr60t cartridge present. The reload was received fully fired. Upon further inspection, it was noted that the one piece sled was damaged. It is possible that the device was attempted to fire on thicker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. H53p2m (mfg 11/24/2011; exp 10/24/2016). Damaged one piece sled.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.